Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer cannot read the display anymore. The customer¿s blood glucose level was 6.9 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit passed self test and displacement test. No display anomalies noted including flashing white display or missing segments or partial display anomalies noted. However, device received with severely scratched display window. (B)(4).